Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available.

Event description:
It was reported that the doctor has reported that he was working in the surgery and one minute and a half later, the electrode stop working. We have received it by a distributor. Patient consequence are unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is not currently available.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection revealed the active tip shows signs of activation and the manifold is melted between 6 ¿ 12 o¿clock positions of the tip. This damage to the active tip could lead to the reported failure, confirming this complaint. A functional test was not conducted to avoid further damage. The device was sent to supplier for further evaluation. The complaint can be confirmed. The following evaluation was from the supplier: the active tip of the device shows signs of activation. There is evidence of melting at the proximal section of the manifold and return brace and cracking of the ceramic. The damage seen is consistent with devices that have been investigated under supplier CAPA and is being monitored under supplier CAPA . Both the failed active continuity and excessive flow rate can be attributed to the damage seen. The root cause from the investigation is attributed to the design which requires that the operator should have a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. The electrode design relies on the epotek adhesive to provide a dielectric barrier between active and return path. The internal tracking distance is shorter than the external; therefore if the epotek layer breaks down, internal activation can occur with resulting sparking and arching. As identified by previous supplier CAPA, the occurrence rate of the CAPA failure mode can be reduced to an acceptable level by increasing the aptitude of the operator and this can be further improved by changing the training requirement when assembly aids are updated to a repeat training requirement on a 6 month basis. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Depuy mitek has confirmed the date of manufacture of this lot was prior to the training requirement change from the supplier CAPA. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)¿ incomplete. The lot number is not currently available.